Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
No new information.

Event description:
Sales representative reported that the metal introducer broke at the white handle junction. There was no medical intervention and no adverse consequences.